Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that they have high blood glucose levels. Customer's blood glucose level was 504 mg/dl. Customer was changing out their clothes when the sensor got stuck and came out. Customer does not recall any significant events leading to the high blood glucose readings. Customer refused to troubleshoot for high blood glucose levels.